Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer advised that before use during daily check, the cardiosave intra-aortic balloon pump (iabp)  screen shows battery replacement required on bay 1 & bay 2. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the batteries were sent to customer. Customer advised over the phone that the new batteries are working ok and battery test passed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).